Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) alarm on the homechoice (hc). This occurred while the hp was connected, during dwell. It was noted that the patient had an open clamp on an unused supply line. The power was cycled to clear the alarm and the patient planned to finish therapy using manual supplies. There was patient involvement, however there was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). There was an open clamp on an unused supply line, which is a user error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.